Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. At the consumer's request, the surgeon was not contacted. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported following an intraocular lens (iol) implant procedure, the patient is unable to read at any distance, with or without glasses. The patient does not want to be contacted further and did not share her surgeon information.